Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions). Additional contact no: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had arrived at on site and powered the device "on" and initiated the pumping with known balloon and trainer. Actually, after approximately 60 minutes of pumping it was being noticed that the "upper display" did turn into "white" while the unit was continuing to pump and even no alarms had occurred prior to display information. Fse had further confirmed the reported complaint and replaced the "d160-00-0127" assy, display top lcd rohs (display assembly) and allowed the unit to burn in for approximately 90 minutes without any alarms occurring. The device had passed the functional and safety tests according to the factory specifications. The device was returned to the customer. The failure analysis and testing dept. Received display with a reported unit failure of a blank screen. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed display into the cardiosave test fixture serial number: (B)(6) and tested the display to factory specifications per procedure number: (B)(4) revision e and the cardiosave service manual part number: 0070-00-0639 revision r. The fat dept. Could not replicate the failure of a blank screen. The display passed all testing. Retaining the display in the fat dept. Per procedure number: (B)(4) rev.ar. The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) upper display went blank. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h11. **UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). It was being reported by a customer that during use on a patient the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "blank screen". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had arrived at on site and powered the device "on" and initiated the pumping with known balloon and trainer. Actually after approximately 60 minutes of pumping it was being noticed that the "upper display" did turn into "white" while the unit was continuing to pump and even no alarms had occurred prior to display information. Fse had further confirmed the reported complaint and replaced the "d160-00-0127"- assy, display top lcd rohs (display assembly) and allowed the unit to burn in for approximately 90 minutes without any alarms occurring. The device had passed the functional and safety tests according to the factory specifications. The device was returned to the customer. There is an involvement of the patient during this incident and even no patient was being harmed or injured during this given incident. The failure analysis and testing dept. Received part number 0160-00-0127 display serial number n/a with a reported unit failure of a blank screen. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0160-00-0127 display into the cardiosave test fixture serial number (B)(6), and tested the display to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Could not replicate the failure of a blank screen. The display passed all testing. Retaining the display in the fat dept. Per procedure number (B)(4).the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received display serial number n/a with a reported unit failure of a blank screen. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0160-00-0127 display into the cardiosave test fixture and tested the display to factory specifications per procedure and the cardiosave service manual. The fat dept. Could not replicate the failure of a blank screen. The display passed all testing. Retaining the display in the fat dept. Per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.